Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient information were missing in the implantable pulse generator (ipg). The ipg was reprogrammed but the issue was not resolved. Ipg remains in use. No patient complications have been reported as a result of this event.